Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machined head was damaged, the ball bearing, reciprocation arm, neck piece, and lever were worn, the needle baring was not original, the hinge gasket was missing, the swivel was loose, the motor speed was low, the unit was out of calibration, and the ends of the control bar were thin. The machined head, pin, ball bearing, reciprocation arm, neck piece, lever, needle bearing, hinge gasket, swivel, shaft bearings, sleeve bearings, control bar, and motor were replaced and resolved the reported issue. The 3 and 4 inch width plates and tray were damaged and were returned defective. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for maintenance and found in need of repair with the following diagnosis: calibration issue; damaged machined head needed to be replaced; worn reciprocating arm need to be replaced worn lever assembly need to be replaced; worn neck piece need to be replaced; worn ball bearing need to be replaced defective needle bearing need to be replaced; control bar issue; defective swivel need to be replaced. Investigation found the motor speed was low. No adverse event was reported as a result of this malfunction.